Manufacturer narrative:
This complaint was part of a study, which initially was thought of as a clinical trial (pre ce mark or ide). The event occurred in 2004 and was not entered as a complaint until 2006 at which point it was determined a reportable complaint.

Event description:
After procedure, the pt was diagnosed with right nervous phrenicus paresis. It was reported that the event was procedure related and resulted in extended hospital stay of 3 days. Prognosis of pt was reported to be satisfactory.